Manufacturer narrative:
H3: one unit was received for evaluation in used condition. As received, there is some cracking observed around the top seal of the luer port. One video was also provided that confirms the leak at the luer connection. Functional testing was performed, and the reported leakage was confirmed. A probable cause could not be determined. A lot history review could not be performed as the lot number was not provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that blood came out of the y port closest to the patient port needle. Per reporter, the nurse had gone to check placement on the port needle before de-accessing when they saw blood right at the insertion site. Per reporter, the nurse flushed and he plocked the line with 100-unit heparin. There was no medical intervention required. No symptoms were reported.